Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in stating they got a no delivery message on pump last week and I changed out my set and that helped and I got it again today. Troubleshooting was performed and the customer reports insulin exited with the manual prime. Advised the customer that the pump is working as designed. Customer declined to troubleshoot for high blood glucose because she had to go. Customer doesn't remember blood glucose levels but it was very high over 600-(B)(6). Customer treated high blood glucose with manual injections.